Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Nurse reported trying to interrogate patients device one day post CABG procedure while patient was in ICU. The device would not interrogate. It was interrogated successfully prior to disable tachycardia therapy and immediately after to re-enable tachycardia therapy. But now she cannot get the device to interrogate to perform a full follow up. She is going to try to interrogate at a later time possibly when the patient is out of ICU in possibly a reduced potential emi area. Device remains implanted. No adverse patient events were reported. Should additional information be received, this file will be updated.